Event description:
During review of a literature article involving da vinci assisted robotic procedures titled, ¿causes and management of intraoperative complications in robot-assisted anatomical pulmonary resection for lung cancer¿ the following events were reported. A retrospective, single-institutional study evaluated the first 134 patients who underwent robotic-assisted pulmonary resection between april 2018 and jun 2021. Among those patients, 118 underwent lobectomy and 16 underwent segmentectomy. Of the 134 patients, two patients experienced intra-operative complications unrelated to specific instruments. The da vinci xi surgical system was used for all robotic assisted anatomical pulmonary resections. One patient (no. 7 in table 3) sustained a mediastinal lingular pulmonary artery injury due to interference between robotic arms. It was managed with pressure hemostasis and surgicel hemostatic cotton. The blood loss was 5ml. The second patient (no. 15 in table 3) underwent left superior segmentectomy with lymph node dissection where the distal side of the pulmonary artery (a6b) was injured while tunneling the dorsal interlobar fissure. It was managed by pressure hemostasis with surgicel and sealing the a6b segment of the pulmonary artery with the vessel sealer instrument. The estimated blood loss was 20ml.

Manufacturer narrative:
Based on the information gathered, there is no indication or report that a davinci product malfunction caused or contributed to the incidents. Therefore, no products are expected to be returned for evaluation and the root cause of the customer reported postoperative incident cannot be determined. This medwatch report (patient identifier #(B)(6)) is submitted for the serious injury intraoperative complications not related to instruments. Separate medwatch reports (patient identifiers (B)(6)) are submitted for the serious injury operative complications for other instruments, and medwatch report (patient identifier 703078) is submitted for the 30-day mortality mentioned in the same article. Article citation: takase y, miyajuma m, chiba y et al. Causes and management of intraoperative complications in robot-assisted anatomical pulmonary resection for lung cancer. J thoracic disc jul-01-2022. View this article at: https://dx.doi.org/10.21037/jtd-22-553. Section a2 age: the patient demographic information specifically for each event was not available. The study population included: age (years), median [range]: 69[34-85]. Section a3 gender: the patient demographic information specifically for each event was not available. The study population included: males (72), females (62) section d10 concomitant devices: cadiere forceps, fenestrated bipolar forceps, maryland bipolar forceps, vessel sealer extend (vse) instruments and an endoscopic camera were used. Additionally: dobon (senko medical instrument mfg, tokyo, japan) was used as a blood suction and was connected to a 10-fr tube, and the tube is connected to the wall suction unit. The console surgeon can grasp the dobon using the robotic forceps.